Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 2000 mcg/ml at a dose rate of 1609.5 mcg/day via an implantable pump. It was reported that during a pump refill session, a warning screen came up after initial interrogation indicating ¿loss of therapy¿. The healthcare pro vider performed the pump refill and updated the pump. Regarding factors that may have led to the issue, it was noted that the patient had magnetic resonance imaging (MRI) on (B)(6) 2024, and the log report showed the pump had not been recovered from motor stall si nce. However, it was further reported that there was now a motor stall recovery dated today (2024-jan-25) on the log report. It was further noted that the pump was not interrogated following the MRI until (B)(6) 2024 when they came in for a pump refill.  The patient never showed any symptoms of withdrawal since (B)(6) 2024, they had removed the expected residual amount from the pump.  At the time of the report technical services reviewed that the information is related to telemetry state with pump following MRI and it was being considered that the pump was working as intended. Troubleshooting steps taken at the time of the report resolved the issue.  The patient was without injury regarding that status as of (B)(6) 2024.  The pump remained implanted and in-use.  The healthcare provider was to monitor the patient.  No surgical intervention occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.